Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the pcb was bad. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer reports that the unit will not power on. Upon triage on (B)(6) 2017 the service tech found that the unit had no display when powered on.